Event description:
The patient was driving when pulled over by police office. The patient was driving erratic. The patient tested his blood glucose on the suspect device and it was 100 mg/dl. The police officer called the paramedics and when they arrived his blood glucose was 53 mg/dl on their device. He was taken to the hosp and given IV with glucose.